Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. They could not assume the cause of the faulty cm board. Other incoming inspection findings: the video connection no longer has a hold for camera heads, the video connection must be renewed. - there are traces of corrosion on the base plate, the base plate must be replaced. The housing cover has some scratches / paint damage, this must also be replaced. - a software update to version 4.10 must be carried out olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image with the 180 endoscopes was confirmed due to printed circuit board failure. In addition, incorrect image with the 190 endoscopes was observed due to detective cm board. The probable cause of the defects were due to wear and tear damage by the customer mishandling and increasing use/time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reported the evis exera iii video system center is unable to display image. In addition, internal buffer error shows. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.